Manufacturer narrative:
Event consists of patient death following angiojet thrombectomy procedure. The patient was a below the knee amputee (bka) on heparin for ventricular event. The angiogram illustrated an occlusion of the common femoral artery (cfa). Angiojet thrombectomy was performed. The angiojet device was run over a protection device in the cfa to profunda region. Multiple passes were made and run times was not thought to exceed 500ml. Following the procedure the patient was discharged to the hospital floor. The patient developed pain and became oliguric. The patient arrested and was not able to be resuscitated. The patient was thought to have a retroperitoneal bleed. The attending physician is not sure if the death was related to the device of the procedure. Since the cause of death is inconclusive. This is reportable event.

Event description:
Patient treated for lower limb ischemia. Patient was s/p bka and on heparin for ventricular event. Angiogram illustrated an occlusion at the cfa. The xpeedior was run over a protection device (spider) in the cfa to profunda region. Multiple passes were made and run time was not thought to exceed 500ml. Upon discharge to the floor the patient developed pain and became oliguric. The patient arrested and was not able to be resuscitated. The patient was thought to have a retroperitoneal bleed. On 11/3/08 the area rep indicated the physician was not sure if the event was related to the device or the procedure.